Event description:
They sometimes measures unrealistic high values of cohb and therefore they do not use their measurments for this parameter. In most patients, the results from blood gaz analysis will be correct, but there are cases with patients who has increased dyshemoglobin fractions, and therefore the measured value cannot be used. The problem is described in the following article: clinical chemistry 51:2 434-444,2005 no previous events has been detected.